Event description:
Per additional information received, tubing broke at the junction of tubing covering and where the tubing meet.

Manufacturer narrative:
This follow-up MDR is created to document the analysis of the returned device, updated device information and updated codes. Two cylinders were received for evaluation. Examination and testing of the returned components revealed a separation within abrasion on the exhaust tube of cylinder 2 near the tube/strain relief junction. Testing revealed this to be a site of leakage. Abrasion was noted on the exhaust tube of cylinder 1. No functional abnormalities were noted with cylinder 1. Based on examination of the returned product the location of the abrasion on the exhaust tube of cylinder 2 indicated this tube most likely abraded onto the bladder of cylinder 2 while in-vivo. This most likely caused the exhaust tube of cylinder 2 to abrade enough to result in a separation in the tubing. A separation of this type would then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
A review of the complaint history database revealed no trends for this lot. Review of nonconforming reports revealed no nonconformance for this lot. No capas are associated with this lot. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, tubing cracked at zero angle.